Event description:
This is an adverse event recorded on a crf as part of the b-500 halo patient registry. The patient was prospectively enrolled with 4cm low grade dysplasia. Two months after a focal ablation was performed, a mild stricture was observed but was not treated. Another two months later, the stricture remained and was subsequently dilated. Per the physician, the severity of this event was mild, the relationship of the event to the device procedure was probable and there was no device malfunction.

Manufacturer narrative:
The site did not return any device therefore no analysis could be performed. If additional information regarding this event is obtained, a follow-up report will be submitted. (B)(4).